Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins had low battery. Caller reports when he attempted to interrogate with his tablet, the ins showed low battery. Caller reports he is unable to perform the passive recharge, the controller does not recognize the recharger when the recharger is plugged in. Caller reports when he opened the battery compartment, he noticed the lip to the lithium (li) ion battery is ripped off and is having difficulty removing the li ion battery. Caller reports when the recharger is plugged into the controller, the controller does not recognized recharger. Caller reports the pins to the controller and recharger is aligned, looks intact, resetting the controller does not resolve the issue. Caller reports he does not have another recharger to try. Caller reports when he uses his field assigned (fa) controller with the li ion battery inserted, the controller does not identify the recharger is plugged in. Caller is requesting a replacement controller. Caller reports the controller was showing a white screen this past sunday. No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the device, model # 97755, s/n (B)(6), revealed controller won't power on when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.